Event description:
The account alleged the pt cannot place nurse call from the bed. No pt impact.

Manufacturer narrative:
The account found the communication cable was not connected. The communication cable was reconnected by the account to resolve the issue.